Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to activ.a.c.¿ therapy system.

Event description:
On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit with power cord passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On (B)(6) 2017, the device with cord was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to activ.a.c.¿ therapy system. There have been several attempts made to gather additional clinical information, but there has been no response. It is unknown if an infection was confirmed via wound culture or if antibiotic therapy was administered. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area; patient denied unit return.

Event description:
On (B)(6) 2017, the following information was reported to kci by the patient: the patient alleged his wound became infected. The patient subsequently reported that he was diagnosed with a wound infection post v.a.c.® therapy/therapy system placement. No additional information is available. On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On mar 14 2017, kci quality engineering determined that per kci records, the patient stated that the unit is working properly and refused to allow exchange of the device. The unit remains with the patient to date with no further reported issues. Therefore kci cannot conduct a device evaluation of the unit.